Event description:
It was reported that the pulse generator exhibited backup vvi while still in the box.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found the device exhibited backup vvi operation due to non-maskable interrupt in the product code. After the product code was downloaded, normal function resumed.